Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/pain") in an adult female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine ablation, hypertension, hyperlipidemia, diabetes, depression, hypothyroidism, irritable bowel syndrome and ovarian cyst. Concomitant products included sertraline for depression, lisinopril for hypertension, levothyroxine sodium (synthroid) for hypothyroidism and loperamide hydrochloride (lomotil) for irritable bowel syndrome. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain and weight increased outcome was unknown and the nausea, dysmenorrhoea, fatigue and pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: 3 trailing coils on the right and 2 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2010: transabdominal and endo vaginal scanning was performed. The uterus looks retroverted. The endometrial stripe is 3 mm thick. The uterus looks negative, measuring 5.5 x 4.5 x 3 cm in size. The ovaries also look negative, with small follicles. The right measures 2.4 x 2.3 x 1 cm in size and the left is 2.8 x 2.8 x 2 cm.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/pain") in an adult female patient who had essure (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, uterine ablation, hypertension, hyperlipidemia, diabetes, depression, hypothyroidism, irritable bowel syndrome and ovarian cyst. Concomitant products included sertraline for depression, lisinopril for hypertension, levothyroxine sodium (synthroid) for hypothyroidism and loperamide hydrochloride (lomotil) for irritable bowel syndrome. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain and weight increased outcome was unknown and the nausea, dysmenorrhoea, fatigue and pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: 3 trailing coils on the right and 2 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2010: transabdominal and endo vaginal scanning was performed. The uterus looks retroverted. The endometrial stripe is 3 mm thick. The uterus looks negative, measuring 5.5 x 4.5 x 3 cm in size. The ovaries also look negative, with small follicles. The right measures 2.4 x 2.3 x 1 cm in size and the left is 2.8 x 2.8 x 2 cm.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2019: pfs+mr received: events nausea, dysmenorrhea (cramping), pain, fatigue, weight gain were added. Medical history, lab data, concomitant drugs, lot number were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.